Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# unknown explanted: (B)(6) 2021 product type lead correction: product information updated to unknown 3058 ins and unknown 3889-28 lead. FDA site ID corrected to: 2182207 MFR site ID corrected to: p1005a also see MFR report numbers for related files: see MFR report #3004209178-2021-11501 for report of first registered lead left implanted, later removal. See MFR report #3004209178-2021-11503 for report of second registered lead left implanted, later removal. See MFR report #2182207-2021-01309 for report of unknown lead left implanted, later removal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1wk3k serial# implanted: 2019-(B)(6) explanted: 2021-(B)(6) product type lead MFR report numbers available at the time this report was sent: see MFR report #3004209178-2021-11501 for report of first registered 'part of lead' left implanted, later attempted removal. See MFR report #3004209178-2021-11503 for report of second registered 'part of lead' left implanted, later attempted removal. See MFR report #2182207-2021-01309 for report of unknown 'part of lead' left implanted, later attempted removal. H6: due to imdrf harmonization, some previously submitted device, patient, method, result, and conclusion codes related to this event may have been updated (addition of img code). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their health care professional tried to remove the lead and part of it broke off then they were removing it. Patient said every time they replaced the ins they also replaced the lead but the dr never removed the old leads. Patient has device and lead replaced so they could have a MRI(elective removal-non complaint). Patient called to see if the lead fragment affects MRI eligibility. Reviewed info. Patient asked for something in writing stating they can't have a MRI. Patient said when they activate MRI mode it shows full body eligible. Reviewed the abandoned lead can be programmed into the MRI mode. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.  No further complications were reported/anticipated at this time. Additional information was received from the patient. When asked what steps were or would be taken to resolve the abandoned lead left in them, they stated nothing as of that day. The "u of m" was trying to make a plan. Additional information was received from a manufacturer representative (rep). The rep reported that the patient showed up at their pain doctor to discuss an MRI for an upcoming surgery. Unfortunately, there was one electrode left from on of their four leads. At the last surgery, the surgeon attempted to remove all of the leads and place a new MRI-compatible lead. They did not know which specific lead broke because there were multiples that were in the same foramen for placement over the years. The bottom line was that the patient was not eligible for an MRI due to the 0 electrode being left due to breakage at the time of attempted removal. The issue occurred at the placement of the new system. At that time, it was reported that the lead broke, but it was unable to be determined which serial number, as there were multiple leads that had remained in the body. There was a fractured fragment which did not allow for the patient to receive an MRI.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va1wk3k implanted: (B)(6) 2019 explanted: (B)(6) 2021 product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-nov-2022, UDI#: (B)(4). Note: report concerns patient's most recent (third registered) replacement prior to their current system. See related regulatory rep orts for other system allegations. "This was their fifth implant, and that with every implant the doctor left a part of the lead." MFR report numbers available at the time this report was sent: see MFR report #3004209178-2021-11501 for report of first registered 'part of lead' left implanted. See MFR report #3004209178-2021-11503 for report of second registered 'part of lead' left implanted. See MFR report #2182207-2021-01309 for report of unknown 'part of lead' left implanted. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that a pain management doctor of medicine (md) contacted the manufacturer representative about the patient. The md took an x-ray which showed that when the device was replaced, a small fragment with the zero electrode remained implanted in the patient. The caller asked about material specification information for the lead and how the fragment could affect MRI eligibility. Troubleshooting was not required. The issue was not resolved through troubleshooting. Material specification information and MRI information was reviewed. The manufacturer representative planned to follow up with the md that made the request. They indicated they did not know if the managing md was aware of this situation/question from the pain management md. They indicated the patient was aware of the lead fragment being implanted.  Additional information was received from the patient. They reported the previously reported issue regarding an x-ray showing a small fragment of the lead. They had a lead left implanted that was a non-compatible MRI system, so they were now "non-MRI-compatible," regardless of having an MRI-compatible system now. They requested written proof to provide the doctor that stated they could not have an MRI scan due to this. They were redirected to their healthcare provider to discuss the MRI eligibility form. Two days later, the patient reported they just "turned on the MRI" (evidence suggested MRI mode), and it was stating they were MRI conditional full body scan eligible. They inquired how it was possible it was not detecting the 3.4 mm lead that was behind their bladder wall, which clearly stated on an x-ray? They needed to know if the 3.4 mm lead was going to affect them from having an MRI. They had elected to replace their prior ins with the MRI compatible device so they could get an MRI for their bulging disc. They reiterated they needed an MRI for their bulging disc (stated as unrelated medical history), and their ins was replaced with an MRI compatible model so that they could get an MRI but now, they could not get an MRI because when they woke up from implant surgery, the doctor told them they left a piece of a previous lead inside of them. The patient was escalated and said this was their fifth implant, and that with every implant the doctor left a part of the lead, and now they could not get an MRI.